Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an internal insulation abrasion breaching the ring electrode cable lumen in between the shock coils. The etfe cable coating of one ring electrode cable was abraded in this location. The cause of the reported event was isolated to the internal insulation abrasion abrading the one ring electrode cable. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018 without any complications. Fluoroscopy noted during the procedure, did not identify any externalized cables.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed through remote transmissions. The patient will be undergoing lead revision. The patient was stable.